Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative performed an onsite evaluation of the device. The malfunction was duplicated and the software was reinstalled to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.